Manufacturer narrative:
The consumer reported observing biased glucose results based upon retest results that were not in concordance with the initial test results for that samp;le. Troubleshooting determined that the customer had programmed the wrong sample ID for retesting. When programmed with the right sample ID for retesting, the retest results were in concordance with the initial test results. User error is the cause of this event.

Event description:
A customer reported observing a biased glucose result for one patient sample. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.